Event description:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi 30.469), multi gravida and parity 3. In 2011, the patient had essure inserted. In 2012, the patient experienced myalgia ("muscle pain first in the left lower limb, then bilaterally"), fatigue ("fatigue"), paraesthesia ("bilateral paraesthesia in upper limbs"), multiple sclerosis ("multiple sclerosis") and muscle disorder ("muscle deficit in 2 lower limbs"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("two leiomyomas of 1.5 and 2 cm intramural and subserosal") and experienced memory impairment ("memory disorder") and speech disorder ("speech disorder"). The patient was treated with surgery (inter-adnexal hysterectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, uterine leiomyoma, memory impairment, speech disorder, paraesthesia, multiple sclerosis and muscle disorder outcome was unknown and the myalgia and fatigue had not resolved. The reporter provided no causality assessment for fatigue, medical device removal, memory impairment, multiple sclerosis, muscle disorder, myalgia, paraesthesia, speech disorder and uterine leiomyoma with essure. The reporter commented: essure was removal for medical reasons, medically necessary (pain and fatigue, first in the left lower limb, then bilaterally), follow-up was performed 2 months after essure removal and the symptoms did not improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Pathology test - on an unknown date: two leiomyomas of 1.5 and 2 cm intramural and subserosal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('medical device removal') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity (bmi 30.469), multi gravida and parity 3. In 2011, the patient had essure inserted. In 2012, the patient experienced myalgia ("muscle pain first in the left lower limb, then bilaterally"), fatigue ("fatigue"), paraesthesia ("bilateral paraesthesia in upper limbs"), multiple sclerosis ("multiple sclerosis") and muscle disorder ("muscle deficit in 2 lower limbs"). On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("two leiomyomas of 1.5 and 2 cm intramural and subserosal") and experienced memory impairment ("memory disorder") and speech disorder ("speech disorder"). The patient was treated with surgery (inter-adnexal hysterectomy by laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, uterine leiomyoma, memory impairment, speech disorder, paraesthesia, multiple sclerosis and muscle disorder outcome was unknown and the myalgia and fatigue had not resolved. The reporter provided no causality assessment for fatigue, medical device removal, memory impairment, multiple sclerosis, muscle disorder, myalgia, paraesthesia, speech disorder and uterine leiomyoma with essure. The reporter commented: essure was removal for medical reasons, medically necessary (pain and fatigue, first in the left lower limb, then bilaterally), follow-up was performed 2 months after essure removal and the symptoms did not improved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Pathology test - on an unknown date: two leiomyomas of 1.5 and 2 cm intramural and subserosal. Most recent follow-up information incorporated above includes: on 7-jan-2022: the case will be deleted from bayer pv database. Nullification reason: upon internal review, this case was considered duplicate from case (B)(4), therefore will be marked for deletion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.